Event description:
An issue was reported where the customer updated the time, personal profile, or biq/ciq settings, which caused the blood glucose level to display as "low." Specific values were not provided. The customer addressed the low blood glucose level by consuming carbohydrates and required no third-party assistance. Technical support assisted the caller with updating the carbohydrate ratio setting and advised them to consult with their healthcare provider for any future settings updates.